Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a sleeve gastrectomy on the second firing the staple line completed but the knife blade did not come back. The device was stuck on tissue. Another like device was opened and the battery was replaced on the first device. The reverse button was used and the knife blade came back. The case was completed with the second device. There were no patient consequences reported.